Event description:
It was reported that the sutures broke in three of the anchors as the surgeon was typing knots. The sutures broke closer to the end of the limbs and not on the anchor eyelet. The surgery concluded with a 3rd anchor. Allegedly, surgery was delayed approx 40 mins and additional anesthesia was administered to the pt.

Manufacturer narrative:
Additional information will be provided, once investigation is complete.